Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was implanted during the initial covid peak of 2020. The patient stated they were trained quickly and while they were still under anesthesia from their procedure but that since implant they've known to set the stimulation to where they could feel it in the bike seat region, they'd feel it, it would work for their symptoms for a few days but then they would stop feeling the stimulation and it was like they didn't even have the implant. They were leaking terribly, in their pjs and their underwear and when they would wake up in the morning they would use a hand-held female urinal because as soon as they got up out of bed, the urine would come out. The patient reported they would also get bladder spasms if their bladder got too full. The patient stated they started to wear pads because of this but they still had 10 pairs of pjs and 12 pairs of underwear to be washed at this time. The patient stated their managing health care provider (hcp) had told them they could use any of the programs so the patient had been trying all of them since they were implanted and it was always the same thing: they'd adjust, feel the stimulation and have symptom relief for a few days but then they'd stop feeling the stimulation and have a return of symptoms. The patient stated at one point they had the stimulation so high it felt like they had a pair of pliers "down there" and that it was a "little irritating today." Patient services reviewed with the patient that the stimulation should never be uncomfortable and reviewed therapy and stimulation expectations as well as external device function with the patient. The patient had been concerned they hadn't been using their devices correctly since they had been inadequately trained, but in walking the patient through what they were doing, the patient had been doing everything as they should have been, they just kept experiencing a symptom return. The patient mentioned that they had seen their hcp a month ago and that they would be going again to see the hcp tomorrow ((B)(6) 2022.) Patient services assisted the patient in making an adjustment on the call and redirected the patient to follow up with their hcp about their concerns. The patient mentioned that they saw a message when they were connecting on the call that they had closed out of their phone incorrectly the last time they used it but was unable to clarify what exactly the message said or where they were on the handset when they saw it. The patient stated they would continue to monitor their symptoms and discuss their concerns with their hcp at their appointment. The patient noted they saw a physician's assistance at their office visits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.